Manufacturer narrative:
The pt's age and gender were requested but to date have not been provided. It was reported that the device will be returned for investigation. To date the device has not been received. A follow-up report will be provided once the device investigation and lot history review are completed.

Event description:
It was reported to arthrocare that a pt underwent an arthroscopic rotator cuff repair procedure using an opus speedscrew 5.5 implant. The magnumwire suture got stuck in front of the implant and could not be moved into the implant, therefore the suture could not be threaded correctly. To complete the repair, the surgeon reverted to a mini-open procedure. It was reported that the implant was removed successfully, but resulted in a surgical delay of approximately 30 mins. The surgery was completed without further incident and without pt injury.